Manufacturer narrative:
Patient medications: warfarin, lasix, lipitor, and coreg. -the review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2006, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that an ultrasound performed on (B)(6) 2014, revealed a type ii endoleak. Computed tomography images dated (B)(6) 2014, confirmed the type ii endoleak, a lumbar artery was feeding into the aneurysm sac. There is aneurysm enlargement, amount is unknown. The physician is not going to intervene at this time and is taking a wait and watch approach.